Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient (pt) reported having problems while recharging implant. Pt stated they charged ins today for 2 hours and only reached 60% battery level; only was able to reach 40% yesterday (pt said they can not get it to stay up). Pt continually gets "poor recharge quality / reposition the recharger and try again message. Pt stated that the controller was saying "check controller battery" this morning and that the controller said that at least once yesterday.. Caller inspected recharger cord and confirmed no physical damage on recharger cord, connection between rtm and controller as pretty tight and not loose and no apparent damage to connector pins. Pt stated that they had a hard time opening the controller battery compartment; pt also had difficulty removing the battery pack from the controller during the call. Pt stated that the rtm was not hot by any means and that it was just warm. Pt stated that the controller felt a little warm but not much. Pt stated that recharging needs attention (screen 76) displayed during the call when trying to recharge the ins; pt stated that they moved the plug and that screen 49 was displaying and that the ins battery was then up to 60%; pss unders tood that the normal recharging (batteries screen) displayed for a moment. Pt stated that sometimes the rtm would be a little stubborn when trying to plug the rtm into the controller. The issue was not resolved. The patient was sent out a replacement recharger (rtm). No symptoms were reported.

Manufacturer narrative:
Continuation of d10: product ID 97755 lot# serial (B)(6) : product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial (B)(6) , ubd: , UDI#: h3. Analysis was performed on [product ID 97755 lot# serial (B)(6) . Analysis found that the complaint was unverified. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.